Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was used during a mid-urethral sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device was observed to have rough edges on the plastic sheath that caused trauma to the tissue and excess bleeding. It is unknown if an intervention was performed to address the issues. The procedure was completed with another of the same device. The patients' condition at the conclusion of the procedure were reported to be fine.